Event description:
Boston scientific received info that this right ventricular lead had dislodged. A successful repositioning procedure was done. To date, there have been no add'l adverse patient effects reported. No further intervention was undertaken. This report will be reopened if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.